Event description:
During surgery preparation patient was placed on thermal warming system. Circulator nurse placed thermal pads on patient's back. Surgery was uncomplicated. Patient had nasal temp probe placed - did not increase above 37 degrees c. Pads were removed at the end of surgery - skin integrity intact. Patient was transferred to the sicu where the nurse noticed burn right scapular irregular shape. Patient was treated with silvadene.plastic surgery was consulted - 2nd degree burn measuring 10cm x 8cm. Burn is healing well.